Event description:
It was reported that the customer had wanted to know whether bd made any accessories for use with the blakemore tube. The customer had been watching a setup on youtube and had not had much luck locating the accessory used in the video. They felt that using a lopez valve had been difficult with this device, especially since the insertion had been very bloody, making it hard to grasp the devices.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had wanted to know whether bd made any accessories for use with the blakemore tube. The customer had been watching a setup on youtube and had not had much luck locating the accessory used in the video. They felt that using a lopez valve had been difficult with this device, especially since the insertion had been very bloody, making it hard to grasp the devices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.